Event description:
Retrospective review - sequoiast idprom error on acuson sequoia system. The system showed an error message during operation. Now it boots to error screen. Rebooting did not solve the issue. Unknown exam type or how the exam was completed.

Manufacturer narrative:
This complaint was created as a result of the retrospective review per (B)(4). Implementation action. Reference: (B)(4).

Manufacturer narrative:
The initial MDR (MFR# 3023245-2024-00045) was submitted following a retrospective review performed by siemens. This report is being submitted to provide additional information related to the investigation results. Service reviewed the log files and found post idprom checksum test failed for tpm hw: tpm sw: us_pst us_sxp context: indicates tpm fru identification information integrity check failed. Therefore, the tpm was replaced and the sw was reloaded by service. The issue did not recur. No trends were found for this issue; thus no further action is required. Reference# (B)(4).